Manufacturer narrative:
A1: no patient specific details have been provided. Therefore, the patient initials reflect the w. L. Gore internal case number. B2: the date of patient death is unknown. H6: a review of the manufacturing records for the device could not be performed as a valid lot number was not provided. Literature title: thoracic endovascular repair for aorto-esophageal fistula in patients with esophageal carcinoma: report of 3 cases source: vascular and endovascular surgery, volume 47, issue 1, pages 65¿69, 2012. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following publication was reviewed: title: thoracic endovascular repair for aorto-esophageal fistula in patients with esophageal carcinoma: report of 3 cases source: vascular and endovascular surgery, volume 47, issue 1, pages 65¿69, 2012. <case 1> case 1 describes a 75-year-old female diagnosed with a 7 cm moderately differentiated squamous cell carcinoma (scc) in the mid-thoracic esophagus. Computed tomography revealed tumor invasion into the descending aorta, and the clinical stage was classified as ct4n2m0, stage iva. The patient underwent three cycles of chemotherapy (docetaxel and etoposide) and radiation therapy (60 gray). Six months after chemotherapy initiation and one month post-radiation, the patient presented with hematemesis. Emergency endoscopy confirmed massive esophageal bleeding. Although CT did not clearly identify the bleeding site, aef was suspected. Due to poor general condition, tevar was performed under local anesthesia. Aortography revealed a fistulous communication between the mid-esophagus and the descending aorta, 20 cm distal to the left subclavian artery. A thoracic stent graft (tag 28-10, gore® tag® thoracic endoprosthesis) was successfully deployed, achieving hemodynamic stabilization. Oral intake resumed one week post-procedure, and the patient was discharged one month later without signs of infection. However, she was readmitted one month after discharge with high fever. Endoscopy revealed stent graft exposure to the esophageal mucosa, suggesting graft infection. Despite antibiotic therapy, the patient died of sepsis three months after readmission. The authors concluded that tevar is effective for immediate bleeding control in emergency aef cases, but its use as a standard elective procedure is limited due to the risk of graft infection, particularly in patients with ruptured fistula and poor clinical status.